Event description:
Rptr had breast implants done sometime in the end of 6/73 or 6/74. They are hard like baseballs and continue to enlarge. She does not know the type or MFR. She does not have her medical records. She worries about them leaking and about having mammograms done as that may also cause them to leak.